Event description:
It is reported that the central boss end of the handle had a gouge and a bur on the inside that would not allow a drill bit to pass through it. The doctor had to guess as to the depth when he free handed the drill.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: it is probable the damage was caused post-manufacture by a toggled or offset drill contacting the drill guide as evidenced by the gouge and/or material transfer on the inside of the drill guide. Since the mating drill was not returned for evaluation, the cause cannot be definitely determined. As returned, the corresponding plug gauge would not pass through the drill guide due to damage. The device had potential field age of just under 3 months at the time of incident. Manufacturing documentation is in order and conforming. Device history records indicate all components were manufactured and inspected to specification. Material specifications were also met.